Event description:
It was reported that the patient experienced difficulty connecting and pairing the implantable pulse generator (ipg) to the remote control (rc). It was noted that the patient had a cardioversion procedure that caused the ipg not to work or turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024.